Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure the technician reported that the cable inside the catheter broke. The snare would not close when they tried to pull the wire through the stoma site. The snare was removed intact. The procedure was completed with a different snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed the snare loop to be extended past the sheath tip and the handle cannula to be pulled out of the handle. Upon product analysis, the cap screw was torqued into the active cord insert and all components met specification. It is most likely the cap screw was not completely torqued down onto the cannula thus allowing the cannula to slip out of the handle assembly when an attempt was made to actuate the snare. If the cap screw had been completely torqued the handle cannula would have presented score marks from the screw tip. No score marks were found on the cannula. Additionally the snare is to be inspected for proper assembly and device function. The returned unit was consistent with the complaint incident that the loop was difficult to extend due to the handle cannula being pulled out of the handle assembly. Although no residue was found on the device, per the event description the issue occurred inside the patient. The snare might have been used to grasp and tug the pull wire during the procedure, but the device most likely did not receive any substantial tensile force which would have caused this failure. It remains unknown if the defect occurred due to design, manufacturing/ packaging, customer handling/prep of the device or procedural factors; therefore the most probable root cause is undeterminable. Based upon the investigation results of difficulty extending the snare the event has been changed to non-reportable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure the technician reported that the cable inside the catheter broke. The snare would not close when they tried to pull the wire through the stoma site. The snare was removed intact. The procedure was completed with a different snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.